Manufacturer narrative:
When examining the larytube it was definitely warned out and a big piece was missing in the top of the tube. The product has been exposed to severe damage. There are deep "channels" inside the tube. It is unclear what kind of brush that have been used as well as what kind of peroxide. According to the IFU the larytube should be cleaned with soft sponge of soft-bristled brush in hot water-soap solution and the examined tube has definitely not been cleaned according to IFU and that has caused the damage to the tube. (B)(4).

Event description:
The pt stated that her tube was yellow in appearance and she did clean it with someone else's brush and peroxide. The back end of the tube broke off and she started coughing, she had shortness of breath and pain in her side so she went to the emergency room to get an x-ray and a MRI, both was negative. The pt had probably coughed it out.